Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization procedure, the coil (subject device) did not completely detach at first and after detachment, the coil tail was left sticking out the aneurysm. There were no clinical consequences to the patient.

Event description:
It was reported that during coil embolization procedure, the coil (subject device) did not completely detach at first and after detachment, the coil tail was left sticking out the aneurysm.the patient was kept on aspirin for one month. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned without the main coil. Visual examination of the returned delivery wire revealed that the coil proximal contact and delivery wire were kinked, likely due to handling of the device during the procedure and leading to the reported false detachment signal (partial detachment). In the case of this complaint it was reported that: ' the inzone detachment system gave a detachment tone but coil didn't completely detach.' The additional information states that the coil detached but a tail was left sticking out the aneurysm. The coil protruded from the aneurysm was most likely due to some procedural/anatomical factors encountered during the procedure (possibly due to the false detachment signal - the physician assumed the coil had detached and pulled the device out). Therefore, an assignable cause of procedural factors has been assigned to the reported coil protrusion.